Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the home choice (hc) display during dwell 2 of 4. The patient line became disconnected from the transfer set. The home patient's nurse was contacted and the home patient has been seen twice since this report and is doing fine. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
Sample was discarded by customer.